Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system was adjusted and the issue was resolved. Fdm b01, fdr c07, fdc d02 are applicable to the system checkout.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during the checkout and repair of the unit related to another product issue, the manufacturer representative discovered an issue with the door switch as well. When the door was closed, the pendant was still indicating that it was open. There was no patient involvement.